Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. Device had unresponsive all buttons due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test and displacement test or verify battery out limit alarm due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had keypad anomaly and frozen display. Customer's blood glucose level was 237 mg/dl. Customer stated that insulin pump had battery out limit. Customer stated the insulin pump alarmed after battery change. Customer reported that they were unable to clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.